Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25x32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed outside the patient and it was noted that the tip of the stent was deformed. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.